Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). The pacemaker was explanted. No additional adverse patient effects were reported.